Manufacturer narrative:
Three devices were received for investigation. No damage or anomalies were observed with the devices under visual inspection. Each device was functionally tested, and no leakage was detected in any sample. A review of manufacturing device history records was conducted for the reported lot numbers, and no discrepancies or anomalies were observed. Based on the available information, the investigation could not confirm the reported issue or assign a root case. No actions have been assigned at this time.

Event description:
It was reported that the device had a "defective cuff". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.